Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, the customer consumed too much sugar. Elevated bg was addressed by a correction bolus via the pump. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the customer experienced a low bg of 50 mg/dl on the continuous glucose monitor and 70 mg/dl on the meter. Customer attributed the low bg to the high bg. Customer drank orange juice to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.